Manufacturer narrative:
(B)(6). Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via coronary artery. A 4.00x32mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent struts were noted to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via coronary artery. A 4.00x32mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent struts were noted to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. Promus element, mr, ous, 4.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent rows 1 to 6. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is combination product.